Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg) and was having difficulty keeping it charged. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device will not be returned as it was disposed of by the hospital.